Event description:
Information received indicates the right siderail is not latching.

Manufacturer narrative:
The technician found contamination in the siderail latch. The technician cleaned and lubricated the latch to repair the bed.